Event description:
It was reported that, "the patient underwent hip replacement surgery in 2006." It was further reported that, "after implantation the patient began experiencing significant pain, constant irritation and discomfort in the location of her hip." It was further reported, "the patient's medical records indicated she was suffering from loosening of her device, as a result patient underwent revision surgery in 2008."

Manufacturer narrative:
The information of this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to ongoing litigation.